Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a DHR (device history record) was completed for this product and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. Due to the returned date of the test strips, retain test strips were ordered and passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch verio2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient reported obtained a blood glucose reading of ¿113mg/dl¿ on the subject meter and ¿43mg/dl¿ on an unknown meter, obtained within 30 minutes of each other. The patient manages their diabetes with insulin with no adjustments. The patient reported continuing to take their usual dose of medication in response to the alleged issue, specifically 10 units of humulin and 25 units of lantus at 5pm on (B)(6). The patient reported developing a symptom of ¿convulsion¿ but was unable/unwilling to answer when this symptom occurred. The patient reported being treated by the emergency medical services on (B)(6) with glucose tablets/gel. The patient reported obtaining a blood glucose reading of ¿43mg/dl¿ on the ems meter. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient suffered a serious injury and was treated by an hcp for hypoglycemia while using the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.